Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that interstim used for non-obstructive urinary retention and it was unable to void so foley placed. Successful trial of void on (B)(6) 2018. After this date, they reported improved void quality, decreased urgency, decreased frequency and underwent stage 2 on (B)(6) 2018 with of urinary retention. Patient weight was reported.

Manufacturer narrative:
Pt's had been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated she now has a catheter installed due to anesthesia. Patient stated she may get the catheter removed on friday (B)(6) 2018. Patient also mentioned she was not feeling well. The patient reported 3 days later indicating that she has not been tracking her symptoms because she just had her catheter removed on (B)(6) 2018. There will be no information recorded for (B)(6) 2018. Patient will begin tracking today. Patient mentioned pain and hasn't been feeling well. She said when she first felt stimulation that it felt like a zapping so she decreased it to 0.2. Today we were able to increase her stimulation to 0.8 where she could feel it in the bicycle seat area and it was comfortable for her. There was no interventions. Patient on advanced evaluation for urgency frequency as her primary indication. No further complications were reported/anticipated.